Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02624. It was reported the pt underwent surgical intervention due to ineffective stimulation therapy. A system diagnostics had revealed high impedance. During the procedure, noticeable fractures were reportedly observed in the leads. The pt's scs leads were explanted and replaced. F/u identified the pt's scs system has been reprogrammed and the pt reported receiving effective stimulation coverage of all of his pain area.